Event description:
It was reported that during a balloon kyphoplasty procedure the physician inserted a curette to create additional cavity after balloon attempt. Upon completing curette cavity, surgeon unlocked the curette and discovered the distal tip would not disengage. It is reported that curette was stuck in working cannula and caused a two minute delay in the procedure. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(4). Product analysis: "the tip of the curette is broken at the pivot point. Given the flow of material and angle of the break it would appear the break was the result of side force placed on the tip and not overload through the handle."